Manufacturer narrative:
We conducted a thorough review of the manufacturing and inspection records for this lot and found no deviations or non-conformances. Unfortunately, we did not receive any samples for evaluation, nor did we receive any photographic or visual evidence that would have allowed us to review the allegation in detail. Without this necessary evidence, we are unable to perform a thorough investigation or determine a root cause and corrective action at this time. As a result, no corrective action is required at this point. However, if samples are returned at a later date, we would be happy to reopen this complaint for re-evaluation. Additional information provided in h.6. And h.11.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Reporter stated "doing a CT lung biopsy. Consultant pressed the button to take a sample but the needle did not fire but it did fire when the button was not pressed. We have taken some sample but we have to repeat it a few times in order to make sure we have enough sample to be tested."